Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-05137. Reference MFR. Report# 1627487-2018-05139. It was reported (B)(6) the patient had infection due to unrelated surgery which subsequently spread to the leads. Cultures taken confirmed the infection. As a result, the scs system was explanted. The patient was treated with intravenous antibiotics while inpatient and was given oral antibiotics when discharged.